Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58, lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the device is suspected of premature battery depletion as the device has reached end of life (eol) and the battery voltage is 1.5 volts. It was also noted that upon interrogation of the device the right ventricular (rv) lead impedance measured > 9,999ohms and then on secondary testing the impedance was 100 ohms. It was noted from consultation with company technical services that very low battery voltage may cause inaccurate impedance measurements. The device was explanted and replaced. The lead remains in use as there was multiple testing of the lead during the device change out, including extensive rv lead threshold and sensing tests, and all measurements found to be within normal limits. Additionally, it was noted that after the new generator placement and post case the rv lead impedance was found to be normal and was functioning normally. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed that the returned device had shorting/low resistance in the ceramic capacitor.

Event description:
It was reported that the device is suspected of premature battery depletion as the device has reached end of life (eol) and the battery voltage is 1.5 volts. It was also noted that upon interrogation of the device the right ventricular (rv) lead impedance measured > 9,999ohms and then on secondary testing the impedance was 100 ohms. It was noted from consultation with company technical services that very low battery voltage may cause inaccurate impedance measurements. The device was explanted and replaced. The lead remains in use as there was multiple testing of the lead during the device change out, including extensive rv lead threshold and sensing tests, and all measurements found to be within normal limits. Additionally, it was noted that after the new generator placement and post case the rv lead impedance was found to be normal and was functioning normally. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.